Event description:
Pt with unstable trochanteric fracture was implanted (B)(6) 2012 with tfn and helical blade. Pt returned to surgeon 5 weeks post-op complaining of lateral pain. X-rays taken on an unk date showed the blade starting to cut out laterally. Surgeon returned the pt to the operating room on (B)(6) 2012 to remove the helical blade and revise to a shorter (95 mm) helical blade. The nail was intact and remained implanted. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.